Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 2 months ago prior to contacting lfs. The customer care advocate (cca) was advised the patient manages his diabetes with lantus insulin (8 units) and humalog insulin (2 units). The reporter stated the patient continued to take his usual dose of medications. A week after the alleged issue begun, the reporter claimed the patient had a symptom of "night sweats." The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca discovered the subject meter would not power on by pressing buttons. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.